Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has been returned to zmc but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - 07152310 - 04/28/2019, belt - 59043474 - 11/29/2012.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. On the day of passing the patient experienced an inappropriate treatment event consisting of one shock. It was reported that the patient was shopping when treated by the lifevest. The patient was unconscious at the time of treatment delivery. Several people witnessed the event and resuscitation was attempted by emergency medical personnel. Review of the patient's download data revealed that at 6:11:39 pm, the lifevest detected an arrhythmia. The patient's ECG data shows that the false detection was due to CPR/motion artifact. A treatment pulse was delivered at 6:12:07 pm. The patient's rhythm at the time of the treatment and after the treatment was delivered was CPR/motion artifact. At 6:12:27, the lifevest declared a non-treatable rhythm. Per the distributor's incident file, the patient was transported to the hospital via ambulance where they passed away at 8:20 pm. The response buttons were not pressed. There is no indication that a device malfunction caused or contributed to the patient's passing.

Event description:
Per updated clinical analysis received 12/13/2019: at 5:53:48 on (B)(6) 2019, the device was started up. From 6:01:15 pm to 6:03:13 pm on (B)(6) 2019, per the patient's continuous ECG recordings, the patient was in a sinus rhythm at 90 bpm degrading to ventricular tachycardia (vt) from 120 bpm to 150 bpm with motion artifact, variable amplitude, and varying heart rate. From 6:03:21 pm to 6:08:54 pm, the lifevest detected 3 arrhythmias. The patient's rhythm at this time was vt from 120 bpm to 140 bpm with motion artifact, variable amplitude, and varying heart rate. At 6:09:30 pm, a non-treatable rhythm was declared by the lifevest. The patient's rhythm at this time was vt at 120 bpm with motion artifact and variable amplitude. At 6:11:39 pm, an arrhythmia was detected by the lifevest. The patient's rhythm was obscured by CPR and motion artifact. At 6:12:07 pm, the lifevest delivered a treatment. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, the post-shock rhythm was sinus bradycardia at 25 bpm with premature ventricular contractions (pvcs). CPR and motion artifact contributed to the false detection. From 6:13:41 pm to 6:33:26 pm, per the patient's continuous ECG recordings, the patient was in an idioventricular rhythm from 40 bpm to 90 bpm with bigeminy, pace maker spikes, and motion artifact. At 6:33:26 pm, the electrode belt was disconnected. From 6:01:3 pm to 6:09:30 pm, the lifevest properly detected vt, however motion artifact, variable amplitude, varying heart rate, and heart rate falling below the patient's physician prescribed treatment threshold prevented the lifevest from treating the patient during the time. The patient reportedly passed away at the hospital around 8:20 pm. A us distributor contacted zoll to report that a german patient passed away on (B)(6) 2019 while wearing the lifevest. On the day of passing the patient experienced an inappropriate treatment event consisting of one shock. It was reported that the patient was shopping when treated by the lifevest. The patient was unconscious at the time of treatment delivery. Several people witnessed the event and resuscitation was attempted by emergency medical personnel. Review of the patient's download data revealed that at 6:11:39 pm, the lifevest detected an arrhythmia. The patient's ECG data shows that the false detection was due to CPR/motion artifact. A treatment pulse was delivered at 6:12:07 pm. The patient's rhythm at the time of the treatment and after the treatment was delivered was CPR/motion artifact. At 6:12:27, the lifevest declared a non-treatable rhythm. Per the distributor's incident file, the patient was transported to the hospital via ambulance where they passed away at 8:20 pm. The response buttons were not pressed. There is no indication that a device malfunction caused or contributed to the patient's passing.

Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has been returned to zmc but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - 07152310 - 04/28/2019. Belt - 59043474 - 11/29/2012.